Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation along with a glidescope avl monitor. A verathon technical service representative evaluated the returned avl monitor and was unable to reproduce the no image issue. The camera image quality test was performed and passed. The technical service representative evaluated the returned glidescope avl video baton 3-4 and confirmed the image issue. It was noted that the avl video baton 3-4 showed a bad image (only stripes) when the cable was bent. The verathon technical service representative attributed the no image issue to baton failure. The glidescope avl monitor was returned to the customer. The customer was advised that the glidescope avl video baton 3-4 needed to be replaced. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the screen showed stripes and no picture. The customer reported that the led on the avl video baton 3-4 only partially lighted up. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.